Event description:
It was reported that loss of capture was observed via surface EKG a few days post implant. No lead movement was detected via x-ray. The physician suspected that there was poor helix to tissue contact. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.